Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A patient reported that he is experiencing blurry vision and still has to wear reading glasses following an intraocular lens implant procedure. Additional information was provided by the patient that the procedure was cataract extraction with intraocular lens. He reported that he has blurry vision and he can't read. He was told he would be able to read and see far away.